Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported via the rep that a stem as received dirty. The rep confirmed this was noted upon opening the item during surgery and not during set up for the operation. The rep further confirmed there was no delay as a replacement was available immediately.

Manufacturer narrative:
An event regarding staining being present on an exeter stem was reported. The event was confirmed. Device evaluation and results: a visual inspection was performed on the returned device by a material analysis engineer which noted the following; the residue was observed on the distal stem area[...] A mar concluded [...] Review exeter v40 stem femoral component, catalogue # 0580-1-444, lot code g6204165 confirmed residue on the femoral stem. Characterisation using stereo microscopy and electron microscopy confirmed residue to contain elements of carbon oxygen and nitrogen. Medical records received and evaluation: not performed as no adverse consequences to the patient were noted and no medical records were provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: nc was opened to further investigate this event. Potential root cause has been identified as the material of the rubber tubing and the interaction with nitric acid. The rubber tubing is used to protect the stems from scratching using medical grade silicone tubing. Reducing the time stems are allowed rest on the tubing will eliminate the staining. Confirmed through trials and a protocol. The stain is a cosmetic defect and based on the risk assessment there are no hazard to the patients.

Event description:
The customer reported via the rep that a stem as received dirty. The rep confirmed this was noted upon opening the item during surgery and not during set up for the operation. The rep further confirmed there was no delay as a replacement was available immediately.